Event description:
Reference number: (B)(4). Event occurred in united states. It was reported that, the patient experienced infusion set cannula was crimped, within 3 or more hours after insertion. The insertion site was at abdomen. This issue led to an increase in blood glucose level and received treatment of correction bolus via pump. No further information available.